Event description:
It was reported that following a new pump and catheter implant, the patient was sick for 4 weeks with a spinal headache, vomiting and dizziness. The patient heard two loud beeps at 10 o'clock. The patient heard a non-critical beep, then another awhile later that would come and go randomly. Interrogation of the pump did not show any alarms occurred. A csf leak was indicated and the patient was admitted to hospital. The medication was changed from morphine to IV dilaudid but it was stopped for the "same reason". The patient stated the hcp would not do a blood patch and the patient just wanted the device removed. No further outcome was reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.